Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not secure to the universal stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not secure to the universal stand. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) cover tray, thumbwheels, foot kit, and base assembly. The customer stated they will order the parts and repair. This investigation is ongoing.